Manufacturer narrative:
(B)(4). Analysis description: failure observed during analysis. Final analysis found internal abrasion breaching between the inner coil and re cable lumen at the s-curve region at 71.2 to 71.6 cm from the connector pin. The re cables were also abraded and separated at the same location.

Event description:
This report is to advise of an event observed during analysis.